Event description:
The customer reported a chemo and/or study drug (B)(4) infusion was programmed at 138 mr/hr with vtbi 276ml and the infusion ran longer than expected. The device alarmed volume complete and 50mls remained in the IV bag. The programmed infusion settings were verified at the start of the infusion and re-verified at the end of the infusion. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.